Manufacturer narrative:
MFR received date: 28 aug 2019. Date of report received: 30 aug 2019. Failure analysis on the returned motor controller (mc) board shows that the motor controller (mc) pcba was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. The manufacturer's field service engineer (fse) performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was properly connected. Attached patient circuit with test lung powered ventilator on and customer reported problem cannot be duplicated. The (fse) replaced mc board as a preventive measure. Performed performance assurance test and device passed successfully. Unit is back in service.

Event description:
Per customer v60 is alarming blower at high temperature. The ventilator was in use at the time of the event occurred. No patient harm reported.